Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempt to implant the right ventricular (rv) lead, the lead was placed anteriorly, due to patient history of mustard procedure. The rv lead was connected to the superior vena cava (svc) port of a new implantable cardioverter defibrillator (ICD), defibrillation threshold testing (dft) were attempted and failed at 30 joules and 40 joules. External defibrillation was required. Next, the physician adapted the rv lead sq coil to svc of competitor lead with an adaptor. Dft was repeated and failed at 30 joules and 40 joules and external defibrillation was required. It was noted that the rv lead subthreshold measured impedances were normal but the high voltage svc impedance with a 40 joules shock exhibited a high voltage impedance. A new rv lead was placed and repeated dft failed at 30 joules and 40 joules and external defibrillation was required. The patient¿s rhythm did not convert, and cardiopulmonary resuscitation (CPR) started. The patient required multiple external shocks before converting to normal sinus rhythm. The new rv lead was removed and replaced with a different rv lead, and no dft were performed. No patient complications have been reported as a result of this event.